Manufacturer narrative:
Concomitant medical devices: product ID :37603, serial# (B)(4), implanted: (B)(6) 2015, product type :implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the patient was taking a class and they were using software with a digital imaging system that puts out ultrasonic waves. They were feeling a little off and dizzy when she was around the equipment. Further follow-up was being conducted to determine what troubleshooting/actions/interventions were taken to resolve the issue. If additional information is received, a follow-up report will be submitted.